Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement case the first 29mm sapien 3 valve had to be removed from the patient due to a loss in wire positioning. The valve was unable to be withdrawn from the esheath plus and a cutdown took place. Additional clarification was received. The valve and delivery system were getting caught at the ostium of the femoral artery. The sheath split with increased push forces, causing the wire to come out of the expandable portion. The device was unable to be withdrawn as a unit. A cutdown was performed as the valve was no longer on the delivery system, it was on the wire. There was no damage noted to the valve and/or delivery system. A second 29mm sapien 3 valve was prepped and deployed in the patient successfully and the patient was doing well at the end of the case.

Manufacturer narrative:
Additional information added to b5, h6 device code, and h10. B4, g3, g6, and h2 were updated. Investigation is ongoing.

Event description:
Additional information was received. The valve and delivery system never exited the tip of the sheath. The liner of the sheath tore during advancement of the valve and delivery system through the sheath and the wire, valve, and delivery system all exited out the liner tear while in the patient. After the team noticed what was occurring the valve dislodged when the team attempted to remove the devices as one. The valve was on the wire, outside the sheath.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Added an additional h6 component code. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received for evaluation. The delivery system nose tip was observed penetrating through the sheath liner at strain relief. The thv did not appear to be crimped on the balloon. The sheath liner appeared to be torn on the distal shaft, hdpe damage was noted near the distal tip. The distal tip of the sheath was opened, as designed. The strain relief appeared to be shifted or torn from the system retrieval attempts, however this was unable to be confirmed without the physical device being received. Imagery of the patient's anatomy revealed tortuosity in the patient's access vasculature. The resistance between system components while advancing the valve and delivery system through the sheath, liner puncture, and withdrawal difficulties were confirmed based on the returned device. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''the valve and delivery system were getting caught at the ostium of the femoral artery. The sheath split with increased push forces, causing the wire to come out of the expandable portion. The device was unable to be withdrawn as a unit. A cutdown was performed as the valve was no longer on the delivery system, it was on the wire.'' It was reported that ''the esheath split with increased push forces'' during advancement of valve. Based on the provided imagery, the reported resistance was likely experienced due to the tortuosity in the patient's access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. This may have lead to reports of high push force during advancement of the delivery system, and when coupled with non-coaxial advancement trajectories, it can lead to the sheath liner damage through direct interaction of the system (crimped valve) with the inner lumen. Per provided device imagery, a torn liner was confirmed and the delivery system nose tip is observed to be penetrating through the sheath liner near the distal strain relief. During the withdrawal of the devices, the system was likely unable to be removed due to the penetrating system and the dislodged crimped valve from the balloon, possibly catching on the patient's anatomy and resulted in the inability to remove devices. As such, available information suggests that patient factors (tortuosity) likely contributed to the resistance. Those same patient factors and/or procedural factors (high push force) likely contributed to the liner puncture. The damage to the sheath likely contributed to the inability to remove devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.